Manufacturer narrative:
The device was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of log files was not performed since log files covering the reported event date were not available for analysis. Of note, it was reported that upon explant of the device, the surgeon observed tissue within the inflow cannula of the device. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors that may have contributed are multifactorial and may be attributed to medical treatment, progression of disease, anticoagulation therapy, and patient comorbidities. There are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient experienced stroke symptoms post explant of their left ventricular assist device (lvad) and heart transplant. At the time of admission for the procedure the patient had no stroke related symptoms. Upon explant of the lvad the surgeon observed tissue within the inflow cannula of the device. Eight hours after explant of lvad and heart transplant the patient displayed signs of a neurological event (rolling eye movements and twitching). The patient was diagnosed with a stroke. The patient was discharged from the hospital to rehab and is able to mouth words, maintains eye contact, and has some upper extremity paralysis. No further patient complications have been reported as a result of this event.